Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and encountered low and high blood glucose. The customer's blood glucose at the time of hospitalization was between 458mg/dl-489mg/dl. The customer's current blood glucose was 414mg/dl. The customer's symptom was thirst. The customer treated with insulin pump. During the hospitalization the customer was treated with IV fluid and her blood glucose dropped to the point where she had to eat. Customer also mentioned, the insulin pump has been alarming no delivery. Customer declined to check for possible site/insulin issues; further troubleshooting for low/high blood glucose and no delivery alarm.